Event description:
Patient was intubated with the et tube, but as the tube balloon was being inflated, it did not give the proper seal needed to help the patient. Extubation was needed to be done, and patient was re-intubated.

Event description:
Patient was intubated with the et tube, but as the tube balloon was being inflated, it did not give the proper seal needed to help the patient. Extubation was needed to be done, and patient was re-intubated.